Manufacturer narrative:
No product was returned for investigation. Hypovolemia/hypotension: the cause of the injury was not determined due to insufficient clinical details. Device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the patient experienced lightheadedness due to hypovolemia, and was given 1 liter albumin. It was reported that impella weaned to p2 due to hypotensive, and impella was returned to p4. The patient was reported to have survived the procedure.